Event description:
Device has been explanted.

Event description:
Patient reported right side rupture and pain. Patient additionally reported dissatisfaction, deep concern, extremely emotional, ¿muscle pain. ¿brain fog, weight gain, missing menstrual cycle, bloating, chronic digestive issues, hypothyroidism, and breast implant illness (bii) all not related to the device. The device has been explanted.

Manufacturer narrative:
Device photo analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. ¿ varied injuries: unable to observe. ¿ unsatisfactory result: unable to observe. ¿ other-medical: unable to observe. ¿ myalgia: unable to observe. ¿ breast pain: unable to observe. ¿ anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture and pain" healthcare professional later called and reported "rupture for unknown side" patient later reported "I am reaching out to discuss my deep concern and dissatisfaction with my silicone breast implants" "my gi doctor ordered an MRI on (B)(6) 2024 which happened to show that my right breast implant is ruptured." ¿deep concern, extremely emotional and stressful situation for me to endure" ¿dissatisfaction with my silicone breast implants.¿ ¿muscle pain. ¿brain fog, weight gain, missing menstrual cycle, bloating, chronic digestive issues.¿ ¿hypothyroidism, and breast implant illness (bii).¿ which is not device related. The device remains implanted.